Event description:
Information received indicates the brake is not holding. The casters will lock into brake but continues to swivel from side to side.

Manufacturer narrative:
The technician replaced the four casters to repair the bed.